Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was broken which resulted in solution leakage. This leak was discovered when opening the box; however, the leak was contained in the sealed pouch. There was no observed damage to the packaging. The device was filled with vancomycin (mylan) 1500mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: april 27, 2022 - april 29, 2022. H10: the actual device was received for evaluation. Visual inspection was performed and noted fluid inside a sealed green color bag which suggested a leak may have occurred. Further inspection revealed the cause of leak inside the sealed green bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.